Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(6) device code relates to problem code for the reported event of stent deployed prematurely. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that an ultraflex precision colonic stent was to be used to treat a malignant stricture caused by carcinoma in the rectum during a procedure performed on an unknown date. Reportedly, the patient¿s anatomy was not dilated prior to stent placement. According to the complainant, during procedure, the stent deployed quicker than expected to an incorrect location. The deployed stent was removed from the patient using forceps and the procedure was completed with another ultraflex precision colonic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Blocks have been updated based on the lot number received with the returned device. A deployed ultraflex precision colonic uncovered stent was received for analysis; the delivery system was not returned. Visual examination identified no issues with the stent. The stent was measured to be within specifications. The reported event was unable to be confirmed based on the condition of the returned device. Based on analysis, no damage or issues were noted with the stent that could have contributed to the reported event. Taking all available information into consideration, the investigation concluded that the reported failure was likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A labeling review was performed, and from the information available this device was used per the directions for use (dfu)/product label. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no other similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that an ultraflex precision colonic stent was to be used to treat a malignant stricture caused by carcinoma in the rectum during a procedure performed on an unknown date. Reportedly, the patient¿s anatomy was not dilated prior to stent placement. According to the complainant, during procedure, the stent deployed quicker than expected to an incorrect location. The deployed stent was removed from the patient using forceps and the procedure was completed with another ultraflex precision colonic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.